Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and occlusion testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During a premature ventricular contraction procedure, while mapping, the ablation catheter encountered the right bundle branch, resulting in right bundle branch block (rbbb). The earliest point that needed ablation was the left bundle branch. The physician decided not to intervene or perform surgery as it was believed that additional ablation could potentially lead to left bundle branch block and third-degree av block. There were no performance issues with the catheter. The patient was discharged after the procedure, and no further surgeries were scheduled.